Event description:
The clinical specialist (cs) reported the programmer displayed an error message when interrogating a device, although it had interrogated other devices that day. Technical support explained the error could occur if the 2.4 reveal full view software update did not complete its installation. Therefore, suggested the cs run service disk and the 2.4 update universal serial bus (usb) and the cs agreed to try it. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.